Event description:
During a left wrist arthroscopy procedure, the patient's left wrist was burned. The doctor began the procedure at 2:18pm, and at 2:23pm pulled the tip out to inspect it. He noticed a black mark one-half inch from the tip, and a ding or hole that looked like it was "blown out" about three-fourth's inch from the tip. The doctor thinks that burning of the wrist occurred due to energy coming out of the hole. The doctor switched to a 20495-hp device to finish the procedure at 2:28 pm. A total of 1301 joules was used at double pulse. The total energy with the 20496-hp device was 1124 joules, and 177 joules with the 20495-hp device.